Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips remote service engineer (rse) connected with the customer and confirmed that the ¿system was unable to do cine and fluro¿. Functional analysis was performed and identified that wired footswitch connections are open and the rse instructed customer to reseat wired footswitch. After reseating the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code was corrected.

Event description:
It has been reported to philips that during clinical use the customer was unable to do exposure and fluoroscopy. A philips service engineer inspected the system onsite and found an issue with the footswtich. The connections of the footswitch were reseated and the system was returned to use in good working order. No harm has been reported to philips. Philips has started an investigation of this complaint.